Manufacturer narrative:
Analysis: the product has not been returned to manufacturing for evaluation. Without product return, review is limited and no results can be provided. Event information indicates the user chose the incorrect product for the procedure; review of device labeling found the product is indicated for pressure monitoring during cardiopulmonary bypass, and is not indicated for cardioplegia delivery. Review of product labeling shows the device indications for use state: "this pcp (pressure catheter placement) set is intended for use in perioperative monitoring of the left atrial pressure. This device is not intended for use except as indicated above." Conclusion: no patient event and no product return. Medtronic is unable to determine an exact cause for the reported product problem.

Event description:
Information received indicates the case ended without patient complication. Hcp started the device was used to administer cardioplegia solution during bypass. During the case, air was aspirated into the cardioplegia line during delivery of cardioplegia and a small crack was noted in the catheter. No report of intra-operative device replacement occurred and no consequence was noted for the patient.